Manufacturer narrative:
(B)(4). Additional information: the correct catalog code is harh45.

Manufacturer narrative:
(B)(4). Batch #unk. The following information was requested, but unavailable: the initial event report indicated that confirmation of the event description was being waited on. Please confirm, did the white tissue pad fall off of the device? Or, did the metal active blade break and fall off the device?

Event description:
It was reported that during an unknown procedure, part of the jaw fell off, it seems like it may have been the pad. Opened another harmonic and hand piece, there were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). This analysis is based on an image sent by the account and is not of the instrument. Image 1: this is a picture of what appeared to be an harh45. No issues can be seen from the image reviewed. Image 2: the image is of the distal end of the instrument where the clamp arm is seen. The tissue pad on the clamp arm appeared to be damaged and melted. Based on the condition of the tissue pad, it is possible that the clamp of the device may have been closed and the instrument activated without tissue present. This damage occurs when the instrument is activated without tissue present. Our instruction insert states: care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in possible damage to the instrument. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed and keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad.